Event description:
Information received by medtronic indicated that the insulin pump had a blank display and had failed battery alarm. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned pump for alleged multiple battery failed alarms and blank display found on december 28, 2022. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The pump was monitored, and no blank display or unexpected battery failed alarms noted during. A review of the downloaded history files shows on december 08, 2022 there were six (6) pump error (linenumber 5632 filenumber 2005) alarms, (15:44, 15:45, 15:51, 15:53,and 16:04), one (1) pump error (linenumber 2727 filenumber 32122) alarm (16:04), seventeen (17) battery removals (between 15:21 and 16:16), and thirty nine (39) battery failed (failed batt test) alarms (between 15:27 and 16:12). Pump error alarm is due to software errors. The pump error 4 alarm is the secondary error and a consequence of pump error. Excessive battery failed alarms found in the history files possible installation of low voltage battery. The pump was cut open for a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electrical board 1 and 2), motor, or force sensor and the battery tube power connector is properly connected to electrical board 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display and battery failed alarms are not confirmed. Pump error and pump error 4 alarms are confirmed due to software errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.